Event description:
Meter was applying an apply sample message. Two days ago, patient was not feeling well (fast heartbeat and nervous) so patient went to the hospital. Blood glucose was tested and the result was 246 mg/dl. Patient took oral medication, but did not receive any treatment at the hospital. Patient was released one hour later. The patient was applying an adequate sample to the test strip; however, patient did not have supplies with patient at the time of the call to troubleshoot. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the malfunction leading to a serious injury. This case is being reported as a product malfunction. A meter replacement has been sent.